Event description:
It was reported that during a low anterior resection procedure, when the device was fired, no staples deployed but device cut. There was bleeding (amount is unknown at this time) and the patient received a colostomy.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is the patient¿s current condition? What were the indications for this procedure? Where was the location of the bleeding? Did the patient receive any blood products? If yes, what quantity was consumed? Were any loose staples noted intraoperatively? If yes, where? Were any unformed or malformed staples observed? If yes, where were they located? When was the safety released on the device? Prior to being handed to the surgeon? Who fired the device? Assistant or the surgeon? User experience with the device? When the device was fired, where was the indicator located within the green zone/gap setting scale? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Is the colostomy temporary or permanent? First assist fired the device. He has a great deal of experience. Eh40 purse string was used. Case was hand assisted. Surgeon had to hand sew anastomosis and divert. Not sure if diversion is temporary or permanent.